Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there was poor communication. Patient stated that their stimulation had been working and they charged it up and they felt like it turned off and now they could not get it to connect. It was reported that the patient had weight loss and recently were programmed. Patient reported they could feel it on the stimulator and it kept flipping around. It was unclear if it was actually flipping. Patient was not able to communicate with recharger (insr). Patient uses antenna. Patient was seeing reposition antenna screen. It was reported the patient last felt stimulation and successful recharge was on august 27, 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined. Patient cancelled the meeting. Rep was able to walk the patient through over the phone on how to turn battery on and patient found another patient remote to use. No further actions were taken. The issue was resolved. Patient weight was unknown. The provided information was confirmed with account/physician.